Manufacturer narrative:
The device has been returned and evaluation is forthcoming. The manufacturing and sterilization records were reviewed and found to be acceptable. One opened bl5525wvx pack from lot w5397 was returned. The tip protector was not returned. The needle is bent. The port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and does not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
The user facility in (B)(6) reported after inserting trocars, before commencing core vitreous removal, the surgeon realized vitreous was not being cut. The cutter handpiece was removed from the eye and tested in the gallipot at high volume. It was reinserted into the eye with the same outcome. A new cassette was opened and the cutter was replaced. The case proceeded on with no effects on patient.